Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire used was non-medtronic. The patient had a small left ventricle that contributed to the perforation. Per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the perforation.. The minimum diameter of the access vessel was 5.3x8.1 mm. On the day of the procedure, it was judged a dissection had occurred and was thought to be a retrograde dissection however re-confirmation at a later date determined no dissection had occurred.

Event description:
It was reported that during the implant of a 23 millimeter (mm) transcatheter valve under coronary protection in a previously implanted 19 mm non-medtronic surgical aortic valve, a transesophageal echocardiogram (tee) was performed that showed no pericardial effusion or bleeding, and there was no drop in blood pressure just before full deployment. Following the implant of the valve, minimal paravalvular leak (pvl) was observed, and there was no coronary occlusion; however, the tee revealed cardiac tamponade and the patient's blood pressure dropped to the 40s millimeters of mercury (mm hg). A coronary angiogram (cag) was performed to identify the source of bleeding; however, no source of bleeding was identified. Subsequently, a pericardiocentesis was performed due to a suspected left ventricular perforation. Following pericardial effusion suctioning, the patient's blood pressure returned to the 100s mm hg. Additionally, the patient was administered protamine and a transfusion was performed with continued suction. Hemostasis was achieved, and a pericardial drain remained in place. An angiography of the lower limbs was performed that revealed a dissection in the left common iliac artery (cia) on the side of the access vessel. An intravascular ultrasound (ivus) was inserted from the contralateral femoral artery, and the vascular lumen was secured. It was decided that no additional procedure was required as the dissection was retrograde, and the patient was placed under observation. Per the physician, the left ventricle perforation was caused by the guidewire, and was suspected to occur during full deployment when tension was applied to the guidewire as the guidewire was not pulled to center. Additional information was received that the guidewire used was non-medtronic. The patient had a small left ventricle that contributed to the perforation. Per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the perforation. The minimum diameter of the access vessel was 5.3x8.1 mm. On the day of the procedure, it was judged a dissection had occurred and was thought to be a retrograde dissection however re-confirmation at a later date determined no dissection had occurred. Additional information was received that approximately one month following the implant of this valve, the patient was re-hospitalized for an unspecified reason. The re-hospitalization was directly related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the implant procedure, the patient was noted to have a relatively low left coronary artery height at 8.6 mm, and valve to coronary distance of approximately 2.1 mm. Therefore, left coronary protection was performed using a 3 mm by 15 mm non-medtronic wire and balloon. The left transfemoral approach was used with exchange between a 14 french (fr) non-medtronic sheath and inline sheath. It was noted that the left common iliac artery (cia) was 5.8 mm with calcification, the left external iliac artery (eia) was 4.6 mm, and the left femoral artery (fa) was 4.7 mm indicating a risk of access vessel injury. When inserting the non-medtronic.guidewire in the left ventricle, the guidewire was pushed from the apex toward the septum. Transesophageal echocardiogram (tee) was performed that showed the guidewire was contacting the mitral valve; therefore, the pigtail catheter was reinserted and the guidewire was re-advanced and positioned at the apex. During dcs insertion and when passing through the cia, there was some resistance, but the dcs was successfully advanced. The device was inserted with the hat marker at the 3 o'clock position, achieving good commissural alignment. The first deployment attempt was attempted under controlled pacing at 140 beats per minute (bpm). Just before the point of no recapture (ponr), the valve was pulled toward the left ventricular side resulting in a deep implant depth, and the valve was subsequently recaptured. Upon the second deployment attempt before the ponr, the same issue occurred, and the valve was recaptured again. Upon the third deployment attempt, deployment was started from a slightly higher position. Just before the ponr, the depth on the non-coronary cusp (ncc) was approximately 5-6 mm, and the depth on the left coronary cusp (lcc) was approximately 7-8 mm on left anterior oblique (lao) view, leading to full deployment. Following the implant of the valve, the angiogram and cag were performed to identify the source of bleeding, but no issues were found. The protection devices were removed and the pericardial drainage was performed via apical incision. Approximately 1000 milliliters (ml) of blood was confirmed via suction. After the protamine administration, transfusion and suction, another tee was performed that showed no further increase in pericardial effusion. It was noted that prior to the implant procedure, the patient had pre-existing atrial flutter with a heart rate of 60-70 bpm, and direct current (dc) cardioversion was planned for after the implant procedure. After confirming hemostasis following the implant of the valve, the dc cardioversion was performed, converting the patient's heart rate from 130 bpm to 80 bpm in sinus rhythm, and the procedure was completed.

Event description:
It was reported that during the implant of a 23 millimeter (mm) transcatheter valve under coronary protection in a previously implanted 19 mm non-medtronic surgical aortic valve, a transesophageal echocardiogram (tee) was performed that showed no pericardial effusion or bleeding, and there was no drop in blood pressure just before full deployment. Following the implant of the valve, minimal paravalvular leak (pvl) was observed, and there was no coronary occlusion; however, the tee revealed cardiac tamponade and the patient's blood pressure dropped to the 40s millimeters of mercury (mm hg). A coronary angiogram (cag) was performed to identify the source of bleeding; however, no source of bleeding was identified. Subsequently, a pericardiocentesis was performed due to a suspected left ventricular perforation. Following pericardial effusion suctioning, the patient's blood pressure returned to the 100s mm hg. Additionally, the patient was administered protamine and a transfusion was performed with continued suction. Hemostasis was achieved, and a pericardial drain remained in place. An angiography of the lower limbs was performed that revealed a dissection in the left common iliac artery (cia) on the side of the access vessel. An intravascular ultrasound (ivus) was inserted from the contralateral femoral artery, and the vascular lumen was secured. It was decided that no additional procedure was required as the dissection was retrograde, and the patient was placed under observation. Per the physician, the left ventricle perforation was caused by the guidewire, and was suspected to occur during full deployment when tension was applied to the guidewire as the guidewire was not pulled to center.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 23-may-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.